Event description:
A surgeon reported that the drain bag was partly torn and leakage occurred during a procedure. The procedure was completed after replacing the cassette pack with another one with no harm to the patient. No additional info is expected.

Manufacturer narrative:
A product sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).